Event description:
The recipient reportedly fell and hit her head. The recipient experienced some bleeding. The recipient was advised to discontinue device use for one week and was instructed to apply antibiotic cream.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's laceration reportedly healed. The recipient resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.